Event description:
It was reported that the device was used during a laparoscopic splenectomy. It was reported by the rep that the outer gasket seal failed on (4) trocars. Each instrument was replaced with another trocar and the case was completed. There was no consequence to the pt.